Manufacturer narrative:
Complaint number (B)(4). The device was received and sent to atricure engineering for analysis, the complaint was confirmed. The shaft bent at the internal interface of the handle and caused the distal end of the handle to crack open. End effector no longer holds it position because the articulation cables were stretched during the bend of the shaft. Cables were retained in the clasps.

Event description:
It was reported during a deep style case, the surgeon had the atriclip down at 12 trocar and applied too much pressure to the handle therein breaking the plastic housing (at the distal end of the device). There was no patient harm and a second device was used to complete the case.